Manufacturer narrative:
A ge representative evaluated the system and calibrated the x-ray tube, and the camera, and cleaned and regreased the candlestick high voltage connectors. The system operates as intended.

Event description:
The field engineer reported that the system was displaying overload fault error messages. This error message will shut down the system uncommanded. No patient injury was reported.